Event description:
The patient was a victim of a purse snatching. She was knocked to the ground and subsequently died. During the coroner's ex amination, it was noted that the device had no output or telemetry.~~~